Event description:
It was reported that an ilet user experienced elevated blood glucose (bg) reading after disconnecting during a shower and while dyeing hair. The user was the walked through a supply change and bg began to decrease once therapy was continued. Symptoms included hyperglycemia peaking at 207 mg/dl. Outcomes included no alerts or alarms and no need for medical care or hospitalization. Investigation included troubleshooting over the phone and user education regarding infusion set management. Investigation of this case revealed user-related hyperglycemia associated with temporary disconnection, with device function otherwise normal. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error.